Event description:
The device was pacing in backup mode in vvi at 70bpm. At the last check, the battery status was +/- 35 months with an impedance of 3.81 kohms. The patient was asymptomatic.

Event description:
The device was pacing in backup mode in vvi at 70bpm. At the last check, the battery status was +/- 35 months with an impedance of 3.81 kohms. The patient was asymptomatic.